Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. Test strips were used to confirm the leak. The machine leak detector alarmed appropriately. Estimated blood loss was 200-250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on the same machine with a new set-up. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.